Manufacturer narrative:
A customer alleged a false positive while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. The original sample was positive for all three analytes but was retested on a different analyzer and generated only sars-cov-2 positive and negative for flu a and b. The customer believed the repeat results and administered treatment accordingly. No harm was alleged. An investigation is ongoing. (B)(4).

Event description:
A customer alleged a false positive while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. The original sample generated positives for sars-cov-2, flu a and flu b but upon retesting with another liat, generated only a positive result for sars-cov-2 and negatives for flu a and flu b. The customer believed the repeat results and administered treatment accordingly. No harm was alleged. The customer collected the sample with a nasopharyngeal swab. It is suspected the customer used utm by bd diagnostic media tubes (432531a). The samples were refrigerated and stored according to specifications, no additional information regarding sample collection or preparation is currently available. An investigation to evaluate the customer issue is ongoing.

Manufacturer narrative:
No issues were identified with the complaint kit lot during the investigation. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).